Event description:
The dealer was demonstrating the unit to a customer and the unit allegedly smelled like burnt plastic. No injury is alleged.

Manufacturer narrative:
The dealer alleges the unit smelled like burnt plastic. No injury is alleged. The nebulizer is 2 years old and history has also shown that events with this device has been a result of dropping device, mechanical wear and or blocking vents during use. Device is thermally protected. MDR filed solely on complaint that the dealer smelled burnt plastic when they turned on the nebulizer. Malfunction not confirmed. Invacare is attempting to obtain product for eval.